Event description:
It was reported the procedure was being performed in the burn unit. During insertion into the patient's internal jugular, the spring wire guide became unraveled inside the catheter. The physician was unable to remove the wire from the catheter. It seemed as though the wire was too big for the distal lumen of the catheter. As a result, the device was removed and replaced with a new kit successfully. There was a delay in treatment with no patient harm and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow up report will be filed if additional information becomes available.